Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a fault power board. The service technician replaced the power board and the reported issue was resolved. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 reset while connected to a patient. The customer confirmed there was no patient harm associated with the reported event, the device alarmed appropriately, and that no intervention was required.